Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through complete pump reset, after which cgm error did not recur and customer successfully started sensor session.